Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, the cause of the problem was not determined however it is assumed that the defective item was caused by improper or inadequate reprocessing or handling. The event can be detected/prevented by following the instructions for use: reprocessing manual " chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 (establishment name): (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had a clogged forceps channel. The event occurred during a lower inspection procedure. The procedure was completed using the same device. There were no reports of patient harm.